Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Photo investigation: the complaint device was not returned for investigation. A photo investigation was completed on the image provided. In the images, the spindle on the reduction forceps appears to have come off the socket that holds it in place. This could just be due to damage on the socket associated with the regular use of the device. A definitive assignable root cause could not be determined from the available information. During investigation, the device was found to be obsolete and replaced. Manufacturing record evaluation could not be performed as no lot number for the part was provided. Dimensional/specification review: the defect on the device can be clearly identified and appears to be a post manufacturing damage. Hence, this review was not required. Since the device was not returned, an as-received condition and dimensional inspection could not be reviewed. Conclusion: the socket had broken resulting in the spindle coming off of it, hence the complaint condition of broken was confirmed. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), the forceps broke while treating a dislocated ankle fracture. The fragments removed easily without additional intervention. There was a ten (10) minute surgical delay but the surgery was successful. There was no patient consequence reported. This report is for one (1) reduction forceps f/ small fragments awsl. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the part and lot cannot be confirmed as 3 digit part numbers would make the device at least 25 years old and manufacturing records would no longer be available for products manufactured at that time. A manufacturing related potential cause was not suspected, therefore no manufacturing record evaluation is required. H3, h6: a product investigation was completed: upon visual inspection it was noticed that the locking mechanism was broken into two pieces and broken fragment was returned. Additionally, several severe dents/nicks were observed on the device surface. No other defects were identified on the device. No dimensional inspection was performed due to confirmed post manufacturing damage. The exact age of the device is unable to be determined. Also, the design for 399.07 was obsoleted and multiple similar devices were released in 1996. Although the exact date of manufacture is unknown the device is likely over 25 years old. The current drawings were reviewed; no design issues or discrepancies were identified. The complaint was confirmed as device received in broken condition. However, the root cause for the breakage could not be determined. The potential cause for the breakage could be the unintended force applied to the complaint device. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.